Manufacturer narrative:
No error alarms occurred during testing. The insulin pump passed the reset error test and the self test. The insulin pump had multiple alarms in the alarm history due to a corrupted history file. The insulin pump had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a series of alarm on the insulin pump. The customer's blood glucose level was 201 mg/dl. The customer stated that she was unable to reset the alarm and insulin pump reset itself. The troubleshooting was performed. The customer was advised to monitor the insulin pump and call if the issues reccur. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.